Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A baxter service technician reported a colleague infusion pump with failure code 550:320:844:0000 which failed to audibly alarm during prescreen process. There were no reports of patient injury or medical intervention in association with this event. The user interface module master software version is 5.04.00, which is classified as unremediated. No additional information is available at this time.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). The device has not been previously sent into service for the reported condition of fc 550:32. (B)(4)

Manufacturer narrative:
The condition of failure to alarm failure was confirmed through evaluation due to the rear inverter harness being disconnected. The harness was reconnected to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4)